Event description:
The valve was implanted approximately 6 months ago. The pt was fine for five months then began developing sort term memory loss and paralysis with up-gaze. Surgery found the venticular catheter was repositioned and copious amount csf came out. The ventricular catheter remains in place and the valve was explanted. It was noted that the valve appeared to be leaking. Also it was reported that there may have been blood in the primary pathway of the anti-siphon device.